Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change for a factory reset, the user did not observe insulin drops after pressing and holding, and insulin was seen leaking from the insulin chamber; the user then restarted the supply change and cleaned the insulin chamber after rewinding, after which delivery resumed without further issues. Symptoms included no adverse clinical effects reported. Outcomes included continuation of therapy without hospitalization. Investigation of this case revealed an insulin leak associated with the cartridge and/or connector during priming/fill that was resolved by repeating the procedure and cleaning the chamber, indicating user- or process-related handling of disposable components rather than a persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was process-related user handling.